Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided cyst percutaneous drainage catheter placement procedure using the navarre universal drain and it was reported that sometimes post procedure, the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the drainage catheter in which the string was noted to come out of the catheter hub. No anomalies were noted. Therefore, due to the absence of supportive evidence, the investigation is inconclusive for the reported sure-lok thread digression issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure using the navarre universal drain. Sometimes post the procedure, the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no reported patient injury.